Event description:
It was reported the bronchovideoscope plastic distal end cover was melted. The event occurred prior to use, during set-up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be definitively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.